Event description:
Caller states that patient 1 tested 2.0 inr, 5.0 inr, and 5.0 inr during duplicate testing. Patient 1 also reportedly tested 1.9 inr and 3.3 inr during duplicate testing. Patient 2 reportedly tested 2.9 inr, and 8.0 inr during duplicate testing. Patient 3 reportedly tested 1.0 inr and 1.7 inr during duplicate testing. Patient 4 reportedly tested 2.0 inr on the device and 3.87 inr on a comparison lab. No action was taken based on device results. No adverse event reported for any patient listed. Requested return of suspect device and replacement sent.